Event description:
Endologix was made aware by publication of a patient initially implanted with an afx strata component(s) sometime between (B)(6) 2011 and (B)(6) 2017 ("risk for surgical interventions following endovascular aneurysm repair with endologix afx or afx2 endovascular aaa systems compared to other devices", doi.org/10.1016/j.jvs.2023.03.496). The patient subsequently experienced a pseudoaneursym and a secondary re-intervention; this is patient 1 of 2. No additional information is available regarding this event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot serial number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous and specific device information is not provided. Therefore, the device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Devices not returned.